Event description:
It was reported that a user experienced low blood glucose after the pump delivered more insulin than usual, with the cause of the increased insulin delivery unclear. Troubleshooting and education were completed, and the user was provided training resources. Investigation included a review of device logs. Further investigation of this case revealed no definitive cause for the increased insulin delivery. The user reported symptoms during the event included disorientation, sweating and shaking which were associated with hypoglycemia. Outcomes included self-treatment with oral glucose. It was concluded that, based on previously established findings for similar reports, the cause of hypoglycemia was unclear, and no definitive root cause can be established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.